Event description:
Upon insertion of the pin, the surgeon realized that the threads on the pin were not close enough for him to get the medial nut to sit flush against the lateral cortex. Additionally when inserting the pin, the blunt tip of the pin went through the anterior cortex of the clavicle.